Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unspecified therapeutic procedure, the tissue pad of their sonicbeat device was peeled off. There was no report of outright detachment. The device was replaced with another of the same kind, and the procedure was completed successfully. There were no reports of patient harm.